Event description:
It was reported the patient experienced a loss of therapeutic effect. In (B)(6) 2014, ¿all of a sudden¿ therapy stopped working and the patient felt their symptoms were the same as before implant. Prior to this, the patient had no problems. Symptoms gradually worsened into september. It was stated the patient felt ¿pressure¿ on their bladder and felt like they ¿had to go¿ right after they went to the bathroom. It was the ¿sensation telling the patient their bladder¿ needed to be emptied. The patient knew they were emptying their bladder. The patient felt uncomfortable. In addition, the patient did not think they were feeling stimulation. It was stated the patient would get up in the morning and it felt ¿pretty good,¿ but then it deteriorated the rest of the day and by the end of the day, the patient was ¿miserable.¿ it would bother the patient one day and not the next. The patient¿s body was indicating ¿something was wrong¿ as they were not feeling as good as before, ¿intermittently.¿ in (B)(6) , it was determined that stimulation was off. Stimulation was turned back on and the patient did not initially feel stimulation at 2.4v. The patient increased to 2.5v and they felt a ¿twinge.¿ although therapy was on, the patient had not noticed any improvement by early october. When the patient was sitting down, stimulation felt better and when they stood up it felt uncomfortable. They had tried different settings, but felt discomfort, ¿almost pain¿ on program 3. They switched to program 1 and per the healthcare provider and nurse, programs 2 and 4 were the ¿strongest.¿ program 2 was ¿better.¿ the original amplitude on this program was 2.4v and at the time, the patient was at 3.4 or 3.6v. The patient changed to program 4 and stimulation was uncomfortable at 2.1v and they did not feel anything at 1.3v. Comfortable stimulation was achieved at 1.8v. No outcome was provided with this event. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# va00uvb, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Information received later indicated that patient was still having concerns regarding their device or therapy but was working with the manufacturer representative. The patient appointment was scheduled on (B)(6) 2014 .